Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was able to duplicate the customer reported problem. Review of the device diagnostic log noted a vent inop occurrence due to a flow sensor failure. The service technician replaced the exhalation flow sensor to address the reported problem. Applicable final testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Flow sensor.